Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Per field service engineer (fse) assisted customer in troubleshooting and found that the cable is disconnected from the motor controller board. The cable was reconnected and the problem was corrected.